Event description:
The facility representative reported a device with a failure code 559:320:844:0000. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported failure code 559:320:844:0000 was confirmed during product evaluation on channels a and b. Inspection of this pump revealed the condition was caused by a faulty pump head module (phm) keypad. To correct this condition, the phm keypad was replaced on channels a and b. The pump was retested and returned to the customer within specification.